Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the customer's reported issue could not be duplicated, pump passed all functional tests. The downstream occlusion (dso) will be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed when it was on cassette. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.